Event description:
It was reported to resmed that an astral 150 device displayed an error message (sf140) related to alarm priority. The patient was manually ventilated and transported to the hospital due to oxygen desaturation.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#:(B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs confirmed the reported complaint of ventilation stop and sf140 alarm. Investigation determined a fault with the supercapacitor lead to a secondary component failure on the main circuit board that resulted in a ventilation stop. Appropriate alarms (including sf140) sounded when the fault occurred which alerts the clinician/carer to intervene. Replacing the main circuit board resolved the issue. Resmed is continuing to investigate this issue and whether any additional action is required. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device displayed an error message (sf140) related to alarm priority and ventilation subsequently stopped. The patient was manually ventilated and transported to the hospital due to oxygen desaturation.